Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes customer found that tubes are breaking during centrifugation. The following information was provided by the initial reporter. The customer stated: "customer states tubes are shattering during centrifugation ".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device expiration date: unknown. Device manufacture date: unknown.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes customer found that tubes are breaking during centrifugation.the following information was provided by the initial reporter. The customer stated:"customer states tubes are shattering during centrifugation "